Event description:
The customer reported their automatic endoscopic reprocessor (aer) was leaking a mixture of cidex opa and water onto the floor. A valve was letting water get into the reservoir allowing it to over flow onto the floor. There were no human reactions due to this event.

Manufacturer narrative:
An asp field service engineer (fse) assessed the unit onsite. The fse found a metal clip stuck in the disinfectant reservoir valve causing it to stay open. The valve was damaged and was replaced. The unit was tested and meets manufacturers' specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the service and complaint history, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The service and complaint history review for six months (from (B)(4) 2009 to (B)(4) 2010/date of this reported issue) of this aer unit shows a total of (B)(4) similar fluid leak issues. The previous leak issue (in (B)(6) 2010) did not result in the replacement of a skinner valve. Therefore there is no significant trend with fluid leak failures. The replaced skinner valve meets the reliability age of 2 years and 2000 hours of useful life since a disinfectant reservoir skinner valve-v7 was not replaced on this unit between (B)(4) 2008 and (B)(4) 2010. Hence there are no trends with the skinner valve. The fmea (failure mode effects analysis) associated to leak failure modes for the aer has overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) was reviewed for cidex opa/disopa and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category I, or "broadly acceptable risk". The hhe (health hazard evaluation) was reviewed for user complaints of symptoms such as shortness of breath, coughing, dizziness, and hallucinations cidex opa/disopa. The hazard index was found to be 3 or lower, indicating negligible risk. The hhe (health hazard evaluation) was reviewed for user complaints of "headaches" for cidex opa/disopa. The hazard index was found to be 3 or lower, indicating negligible risk. The issue with the fluid leak failure was resolved by replacing the disinfectant skinner valve which failed due to normal wear and tear and meets the reliability age criteria of 2 years and 2000 hours of useful life. There are no significant trends with the failures and the replaced part. The issue was resolved at the facility and no further actions are required. The leaked fluid was confirmed to be cidex opa solution. The medical investigation shows that no serious injuries or human reactions were reported by the customer. Additionally, the service history shows no serious injuries due to leak issues in 2 years (from (B)(4) 2008 to (B)(4) 2010) with the unit.